Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The sutures broke during use and the needle also broke. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * could you please clarify if just one device present the two issues (breakage suture & breakage needle) or one device present breakage suture and other present breakage needle? Please confirm. * could you please clarify when did the issues occurred, (removal from package /during passage through tissue/ during tying / post-op)? Please confirm. Investigation summary ==> this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows an aluminum package was observed, product code j318h, lot number am3863. Image was not clear enough to determine failure mode or reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned the evaluation was limited. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-08130. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (b)(5). Date sent to the FDA: 11/29/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty folder and one needle-suture piece that pertains to product code j318h were returned to ethicon for analysis. In order to evaluate the conditions of the returned sample, the needle was observed broken at the tip area. This sample will be shipped to hsa for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-08130 & 2210968-2022-08131.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/12/2023. H3 investigational summary: the product received for analysis was identified as product code j318h. Visual inspection and metallurgical analysis were performed on the returned product. A bend was observed at the tip of the needle. No further analysis was performed since a fracture was not identified. The needle was noted with marks that appears to be by surgical instrument. The evaluation of the sample revealed the needle was bent, not fractured. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.